Manufacturer narrative:
No button error alarmed from the insulin pump. The pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 308 mg/dl. The customer's father stated that the pump alarmed button error while giving a bolus. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.